Event description:
It was reported that the pump usb port was damaged resulting in difficulties charging the pump. Additionally, it was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery charging issue was verified while based on the analysis, the alleged usb cable issue could not be verified.